Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review determined that the lot and sterile lot were manufactured and packed to specification. Complaint history review confirmed that there have been no similar events for the lot or sterile lot. The exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports, medical records including patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that sales rep was made aware of incident after surgery. Doctor washed out the infected knee, took out the implants and put antibiotic spacers in.

Event description:
It was reported that sales rep was made aware of incident after surgery. Doctor washed out the infected knee, took out the implants and put antibiotic spacers in.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-500, lot s9ksy, description: triathlon prim cem fxd bplt #5; cat 5517-f-502, lot s7lxp, description: triathlon p/a cr beaded #5r; cat 5551-g-320, lot dvj0, description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.